Event description:
It was stated that the customer was hospitalized for high blood glucose. The customer was nauseated and spilling ketones. The reported blood glucose reading during the phone call was 204 mg/dl. No troubleshooting was done as the customer's mother was not preset during the phone call. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.